Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by stryker sales rep that the surgeon was revising a trident 32mm liner to a trident constrained liner at (B)(6) hospital, when the following event occured, "the surgeon had inserted constrained liner and reduced final head into constrained cup, the surgeon took hip through a range of motion, whilst doing so the internal head disassociate from the constrained liner."

Manufacturer narrative:
An event regarding disassociation involving a trident 0 degree liner was reported. The event was confirmed. Visual inspection on the returned device showed impingement damaged on the rim on two locations. No medical records were provided for review. Review of the device history records indicates all devices accepted into final stock met specifications. There have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because insufficient medical records were received for review with a clinical consultant. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
It was reported by stryker sales rep that the surgeon was revising a trident 32mm liner to a trident constrained liner at golden jubilee hospital, when the following event occured, "the surgeon had inserted constrained liner and reduced final head into constrained cup, the surgeon took hip through a range of motion, whilst doing so the internal head disassociate from the constrained liner."